Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an itchy rash under the electrodes of the lifevest equipment. The patient's physician prescribed betagalen ointment for the skin irritation. Follow up indicated that the ointment helped the skin irritation to improve.

Event description:
A us distributor reported a patients battery had faults. A us distributor contacted zoll to report that a german patient developed an itchy rash under the electrodes of the lifevest equipment. The patient's physician prescribed betagalen ointment for the skin irritation. Follow up indicated that the ointment helped the skin irritation to improve.

Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (battery faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.